Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion. The lead was noted to be providing inappropriate therapy. The lead was explanted and replaced with a passive lead. No further patient complications have been reported as a result of this event.